Event description:
The iab leaked. The iab was removed and a second was inserted into the pt. The iab was surgically removed from the pt. The iab was not released to datascope for evaluation. (Event complications: the iab was surgically removed- reported 1/14/98.) (Pt's current status: expired- rpt'd 2/5/98.)